Manufacturer narrative:
Upon additional review it was found that while it was noted that components were replaced and the issue resolved the codes were not applied. A medtronic representative went to the site to test the equipment. Testing revealed that x-stage covers needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the x-stage cover was replaced and the product functioned normally.

Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that upon booting the image acquisition system (ias), ¿press m button¿ was indicated. After pressing the m button, motion calibration was completed, but the ias failed to dock. A manufacturer representative on site confirmed the issue and determined motion calibration could not be performed normally because the x-stage cover was deformed and extending along the x-axis failed. The x-stage cover was removed and motion calibration was performed, and the ias docked without issue, however, it was noted the extending along the x-axis still failed. It was determined the x-stage cover needed to be replaced. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the deformation of the x-stage cover was unknown.